Event description:
It was reported that the tubing from the reservoir of this inflatable penile prosthesis was torn. Due to the tear, and resultant loss of fluid, the device could no longer be pumped. The device was explanted and replaced. No patient complications were reported.